Event description:
The user facility reported a 55 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was also reported that a ¿low purge pressure alarm¿ was triggered after replacing a leaky purge cassette. The new purge cassette was leaking at the yellow port. The purge bypass option was discussed. Sodium bicarbonate was used in the purge solution. It was reported that there were no adverse events related to the impella device and no medical intervention was required.

Manufacturer narrative:
The investigation into the reported low purge pressure alarm and leaking at the yellow port has been completed. The medical center did not return any impella products for benchtop analysis nor any data logs for review, only the clinical report was evaluated. Of note, sodium bicarbonate was used as a purge solution. The root cause of the luer leak/low pressure alarms was due to a damaged yellow luer. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.